Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted, blood was noted in the helix mechanism and the sprint quattro defib coil was deformed. Evaluation summary: (B) (4) (B) (4) full lead.

Event description:
It was reported during the implant procedure that the lead was not used as the coil appeared to be unraveling. No patient complications were reported.